Event description:
A customer reported getting error message "2017 substrate purge failure" on the aia-360 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2), beta human chorionic gonadotropin (bhcg) and progesterone (progii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the analyzer's report sheet and reproduced error by priming substrate system. Fse found worn and degraded bf probe tip, cleaned the bf probe and replaced the tip. Fse primed the system without errors, ran daily check, quality control and patient samples; all passed without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 training manual under tab 8, troubleshooting states the following: [2017] substrate purge failure is generated when no substrate was dispensed at daily maintenance. The operator is instructed to check substrate level and replace as necessary, then repeat daily maintenance. The most probable cause of the reported event is due to worn bf probe tip.